Event description:
The patient reported charging and communication issues between the implant and the extenal equipment. An advanced bionics rep performed device eval. The problem was confirmed. Explant surgery has been recommended.

Event description:
The patient reported charging and communication issues between the implant and the extenal equipment. An advanced bionics rep performed device eval. The problem was confirmed. Explant surgery has been recommended.